Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call that they experienced change sensor alarm and calibration not accepted. The customer's blood glucose value was 61 mg/dl. The customer also had blood glucose of 234 mg/dl and sensor glucose of 58 mg/dl. The customer declined to troubleshoot for low readings. The product was returned for analysis.